Event description:
Low readings on his one touch ultrasmart meter. On may 2006, at 6:45 am the patient was dehydrated and had "cotton mouth." He tested his blood glucose and obtained a 120 mg/dl, 129 mg/dl and a 124 mg/dl. The patient contacted emergency services and was tested on an unspecified device and received a 750 mg/dl and was treated with insulin. The patient was admitted to the hospital in the ICU. The technique of applying the blood on the test strip was correct. The customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, condition and quality control test of testing supplies and the diagnosis in the hospital. The complaint is being reported since the meter provided readings that were lower than the meter used by emergency services, while the patient had symptoms. The patient was also treated with insulin by a medical professional.